Event description:
It was reported, that during intra-aortic balloon (iab) therapy. A fiber optic sensor failure occurred. The customer had already changed over to the transducer and had zeroed the arterial line. The getinge representative, explained the fiber optic cable should be unplugged and labeled "broken". There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing approximately 67.1cm and 67.6cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after 32 hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. The customer had already changed over to the transducer and had zeroed the arterial line. The getinge representative explained the fiber optic cable should be unplugged and labeled "broken". The iab was removed after 36 hours of use. There was no patient harm or adverse event reported.